Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken tube leading to leakage with the incident lot was observed. The cause for the leakage could not be determined from the photo. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for broken tubes was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after withdrawal of blood and during the centrifuged process, 13x75 mm., 5.0 ml bd vacutainer® plus plastic serum tube. Gold bd hemogard¿ closure. Paper label. Additive: clot activator and gel for serum separation. Silicone coated interior broke and blood leaked in the machine.